Event description:
No problem with vent encountered. Customer not very familiar with vent and questions "performance" since patient expired while on the vent. No complaint filed. Performance verification requested. (Last pm was in 2004 at 2000 hours.....vent currently only has 3071 hours.....not used much). A letter was sent to the customer requesting additional information concerning the reported event. The customer responded by e-mail requesting that they be called concerning this event. The customer was called and they stated that the patient did not die while on this unit, but died 3 to 6 days after being removed from the unit. The customer stated that the unit functioned normally during the time that the patient was on the unit.

Manufacturer narrative:
The viasys field service rep. Evaluated the unit and was unable to find any problem with the unit. The unit functioned per factory specifications. He did find that the unit was due a 2000 hour preventative maintenance (pm) service. The viasys field service rep. Performed a 2000 hour preventative maintenance (pm) on the unit and ran the unit through a complete checkout to ensure that it meets all factory specifications. Upon completion the unit was returned to the customer's control ready to be placed back into service.